Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was treated with vancomycin administered intraperitoneal injection (ip). The patient was retrained on proper aseptic technique. On an unknown date, the patient was hospitalized for catheter complications. During hospitalization, the patient's pd catheter was replaced. The patient was discharged from the hospital. The patient recovered from peritonitis.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h12j03034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.